Event description:
The customer reported the system failed to display images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards were reseated and the power supply was adjusted. The system was then found to be operating as intended.